Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr case, the esheath was inserted without any issues. The ds with crimped 26mm sapien 3 ultra valve was introduced through the esheath with high push force. After passing the tip of the esheath with the valve, it was noticed that a frame strut bent 90 degrees outwards. Immediately the alignment was stopped, the valve was retrieved within the partially expandable section of the esheath and all devices were removed as a unit. A new system was prepared and successfully implanted with no complications. There were no vascular complications noted. The valve is being returned for evaluation.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The valve was returned to edwards lifesciences crimped on the inflation balloon and stuck inside the sheath hub. One strut was observed to be bent outward on the inflow side. Multiple struts were exposed through the skirt, which is normal after crimping. The valve was expanded by engineers and the valve appeared to be distorted and damaged. Images provided from the complaint site showed the one bent strut bent outwardly approximately 90 degrees at the inflow. No functional or dimensional testing was able to be performed due to the condition of the returned valve. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A lot history review was performed and revealed no other complaints for the same lot. Although the frame damage was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra), which captures root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. During advancement of the delivery system through the sheath, correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The frame damage was confirmed based on the return product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the ds with crimped valve was introduced through esheath with high push force, however, unexpected to the implanter.¿ additionally, it was noted the patient access vessel had a mild calcification and moderate tortuosity. Calcification and tortuosity can create a challenging pathway during the delivery system advancement through sheath. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encounter during the delivery advancement, so excessive manipulation/ was applied to overcome the resistance as indicated by the shaft damage. If excessive force is applied, it can lead to the valve struts catching within the sheath and result in observed bent strut. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A correction action preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently in the implementation phase. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with ¿frame ¿ damaged ¿ during use¿. To address the issue, a CAPA was initiated to drive corrective actions. The pra documents the potential for ¿procedural delay resulting from device insertion difficulty¿, which did occur during this event. Trending analysis indicates complaint rates are within control. The pra remains applicable and no further action is required.